Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed no relevant service within the review period. The event history log review found no relevant event history. The reported issue was confirmed through visual inspection. The root cause of the issue was normal wear and tears. The downstream occlusion (dso) seal was replaced to solve the issue. Further investigation found air in line detector dented. The air detector was replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that the downstream occlusion (dso) seal ripped and bubbled. There was no patient involvement.